Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the operating currents measurement, self test, unexpected alarm error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 196 mg/dl at the time of incident. The customer stated that the drive support cap was flush. The insulin pump will be returned for analysis.